Manufacturer narrative:
Additional information was received on 7/11/2016: there was no attempt to snare the free-floating coil and nothing was done to secure the coil to the vessel wall. The target aneurysm was in the posterior inferior cerebellar artery. No further coils were implanted as many coils were already in place. No further intervention was planned as the patient was doing fine. The patient was a (B)(6) female. Conclusion: as reported by a healthcare professional, during aneurysm coiling of the posterior inferior cerebellar artery, there was resistance between previously implanted coils and stent during insertion of the deltamaxx coil (dmx18104020/c10226) into the aneurysm. The physician decided to retrieve the coil; however, resistance was felt again, and the coil became entangled with the previously implanted coils, stretched and separated into two pieces, with part remaining in the aneurysm and part protruding into the parent artery. The coil remained free-floating and was not retrieved; however, it was reported that the coil did not cause disruption in cerebral blood flow. No further coils were implanted, as many coils were already in place. No further intervention was planned, as the patient was doing ¿fine.¿ it was reported that there were no patient adverse events; however, there was an hour delay to the procedure. The coil delivery system had been discarded by the customer. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance, coil entanglement, stretching and coil separation could not be confirmed without product return or procedure films to review. Based on the information provided, it is not possible to determine the root cause of the event; however, procedural factors appear to have contributed to the event. Resistance during positioning the coil is a known procedural complication of coil embolization procedures. The instructions for use caution: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Information regarding patient age, weight, gender were not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during aneurysm coiling of an unspecified artery, there was resistance between previously implanted coils and stent during insertion of the deltamaxx coil (dmx18104020/c10226) into the aneurysm. The physician decided to retrieve the coil; however, resistance was felt again, and the coil became entangled with the previously implanted coils, stretched and separated into two pieces, with part remaining in the aneurysm and part protruding into the parent artery. The coil remained free-floating and was not retrieved; however, it was reported that the coil did not cause disruption in cerebral blood flow. The procedure was continued with the same unspecified microcatheter. It was reported that there were no patient adverse events; however, there was an hour delay to the procedure. The coil delivery system had been discarded by the customer.